Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for an ultrasound guided renal biopsy through normal density tissue using a maxcore device. During the procedure, after priming the gun and preparing it to fire, the outer cutting cannula not advanced, resulted to not get proper core sample. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent for an ultrasound guided renal biopsy through normal density tissue using a maxcore device. During the procedure, after priming the gun and preparing it to fire, the outer cutting cannula not advanced, resulted to not get proper core sample. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one maxcore disposable core biopsy instrument received for evaluation. Upon visual evaluation, the device appeared to have adhesive residue on the outer housing and was returned with both slides in their initial positions. Due to the condition of the returned device, functional testing was not performed. Therefore, the investigation is inconclusive for the reported failure to fire issue as functional testing was not performed due to the condition of the returned device. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.